Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the band was attempted to be deployed; however, the trip wire snapped off and the band would not release. It was noted that due to the band that failed to release and as the varix had been suctioned into the ligator cap, the varix started to actively bleed. Another speedband superview super 7 device was used which deployed well, the bleeding stopped, and the procedure was completed at this time. Additionally, there was no difficulty experienced upon setting up the device. The patient condition at the conclusion of the procedure was reported to be fine.